Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of not fully seating the humeral head upon implantation, which allowed for the component to disassociate two days post-operatively.

Event description:
Revision to attach humeral head and examine for infection.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision to attach humeral head and examine for infection.